Manufacturer narrative:
Section d4 update. Lot number updated h10. The information received by the manufacturer has been re-evaluated for MDR reporting. And it was determined, that this case does not meet the threshold for reporting. And is a non-reportable event. If further details are provided confirming, the occurrence of a reportable event. Our files will be updated accordingly, and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that the device can not operate an ac or battery power, and can not recharge the battery due to dc is broken. Also the housing was broken. No patient involved as this problems were found during service and repair.